Event description:
Pt reported: (B) (6)2003, she underwent open incisional hernia repair with mesh implant. On (B) (6)2010, she was admitted and underwent surgery for a bowel obstruction and hernia recurrence which the pt reported was caused by the previously placed mesh. Mesh was not explanted and she did not undergo a bowel resection. She spent 21 days in the hospital. Info based on provided medical records: (B) (6)2003 -pt admitted for multiple defects in the fascia ventral incisional hernia repair with composix kugel (ck) mesh implant. Additionally during this procedure adhesions of the small bowel to the right upper quadrant abdominal wall fascia were taken down (site of the previous gallbladder surgery). Pt discharged on (B) (6)2003. On (B) (6)2010 -pt admitted with small bowel obstruction. On (B) (6)2010 -pt underwent exploratory laparotomy and lysis of adhesions with explant of ck rings. Operative report states that the incision was carried to the subcutaneous tissue, where the pt had a known ck mesh repair done. The mesh was dissected up to the edge of the palpable ring. The ring was transected, the memory ring removed, and then the bowel came off the undersurface of the gore-tex surface uneventfully. The mesh was dissected down to the inferior ring, incised, and the inferior portions of the ring were removed. The abdominal cavity was entered: a significant number of adhesions to the undersurface of the abdominal wall, even to the gore-tex surface, were taken down. Adhesions to the left and right were cleared. The ptip had actually flipped inward, with exposed, the marlex anterior surface of the mesh, and that is where the bowel was most adherent. Bowel was dissected free of the edge of the mesh. Bowel obstruction addressed. The mesh was re-incorporated during closure. Discharged (B) (6)2010.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. Operative reports from the (B) (6)2003 implant procedure and the (B) (6)2010 procedure were provided, however, no sample is available for eval as it was reincorporated as part of the (B) (6)2010 procedure and not explanted. This MDR includes all pt, event and device info davol has received to date. The medical records indicate that the pt developed and was treated for adhesions both prior to and after the mesh was implanted. The small bowel obstruction was associated with the development of adhesions. Since, no sample has been returned for eval, currently, we are unable to determine how the device may have contributed to the event. There is no indication in the medical records of a ring break. No conclusion can be drawn at this time.